Event description:
Reporter initially alleged obtaining a blood glucose result of 800 mg/dl which is outside the reading range of 10-600 mg/dl of the advantage system. Reporter later stated that she did not have a blood glucose result of 800 mg/dl, but that she pressed a button on the meter and that number appeared and it could not be found in the memory. Reporter did not indicate if she was experiencing any hypoglycemic or hyperglycemic symptoms during that time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.